Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9800 system had a high ma error message displayed. No pt injury was reported.